Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, pulsatile blood flow from the proglide marker lumen did not stop after the device was retracted against the arterial wall. Device removal was attempted but the device did not move. The patient was transferred to surgery. The proglide device was removed by surgical cut down and hemostasis was achieved. The patient was safe without any problem. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. (B)(4): failure to follow steps/instructions-the proglide foot was not closed prior to device removal. The device was not returned for evaluation. The investigation was unable to determine a conclusive cause for the reported blood marking not ceasing; however, the foot not being closed prior to removal likely contributed to the reported entrapment of the device. Reportedly, the foot was not closed prior to removal. It should be noted that the perclose proglide instructions for use states: relax the device and then return the foot to its original position by pushing the lever down to the body of the device. Do not attempt to remove the device without closing the lever. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report filed, additional information was provided: reportedly, the proglide foot was not closed prior to attempted device removal. No additional information was provided.